Event description:
During a thoracoscopic procedure, it was reported that an epicardial/tissue injury (samll hole) occurred, resulting in conversion from a minimally invasive to an open procedure. The procedure was completed and the patient recovered without incident. The injury was noticed during the initial surgical procedure and may have been exacerbated as a result of probing with an intuitive surgical instrument (cautery spatula). There were no reported malfunctions of the da vinci surgical system or associated instruments. Based on available information, the specific cause of this injury cannot be determined. No addtional information regarding this event is anticipated.